Manufacturer narrative:
Additional information: if implanted, give date: not applicable as the iol was not implanted. If explanted, give date: not applicable as the iol was not implanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported when inserting the iol in the patient's ocular sinister (left eye), the iol contorted in the 1mtec30 cartridge, lot ch02309. At the incision. The lens had patient contact but not advanced. There was no medical intervention and the procedure was completed using another iol with the same model and diopter size. The outcome does not significantly interfere with activities of daily life and patient status was reported as zero distress. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-09: device available for evaluation: yes. Section d-09: returned to manufacturer: 26-feb-2021. Section h-3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. Haptic damage (bent) was observed, which can be attributed to handling and not completing the procedure with the loaded lens and cannot be confirmed to be related to manufacturing. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.